Manufacturer narrative:
Additional information was received that there was no injury to the patient.

Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated if additional information becomes available. The reported complaint could not be verified via functional testing as the handpiece was not operative as received. The threads and depth of both the cap and the head of the returned handpiece were measured by manufacturing personnel. All dimensions were found to be within specification. The handpiece was then microscopically evaluated by quality personnel. The evaluation revealed damage to the rotor blades, most likely due to impacting the inside of the bead cavity when the cap came off during use. Some rubbing marks were also observed within the head cavity. The set stability could have been compromised due to the cap end bearing failure, causing excessive vibration and walk-off of the cap, but this could not be confirmed. All components looked dirty with no presence of lubrication.

Event description:
In this event it was reported that a cap popped out of a stylus mini handpiece and hit a dental assistant in the face. Event outcome is unknown as of this MDR evaluation. However, there is no indication that a serious injury occurred.